Event description:
(B)(4). When I first got it, my period was painful. Then I was swollen as coming up with pregnancy symptoms and as soon I got my period, sickness would go away. I have felt depressed for the last 8 years. I feel like I am entering menopause early. Always hot and I am cranky often. Currently, I have a problem with my right leg and 4 bulging disc and my nerves are bad. I had to have my breast exam because I have lumps in them. I have not had these problems before. My teeth are weak. I had to get them fixed and or pulled out. I can tell my body is different and I don't like the way I feel. I haven't then and don't like it now. I have asked my doctor numerous times to take it out but no response.